Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue and gripper line break were not confirmed during returned device analysis as the grippers actuated as expected. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue and gripper line break was not determined as the grippers actuated as expected and no gripper line break was noted during returned device analysis. It is possible that user technique (multiple attempts raising the gripper arms) during device preparation resulted in the reported user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and the suspected gripper line break. It was reported that during device preparation one of the grippers on the clip delivery system (cds) would raise halfway then would not lower. A gripper line break was suspected. This cds was not used in the patient. Another cds was used in the procedure. There was no additional information provided.